Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user placed the ilet near an x-ray machine and subsequently experienced repeated alert 60 indicating a bluetooth communications error, despite multiple restarts, leading to device replacement and return; blood glucose reached 416 mg/dl for about 10 hours, and the user administered a 4-unit subcutaneous insulin pen dose, with negative ketones and no medical intervention or hospitalization. Symptoms included hyperglycemia. Outcomes included interruption of pump therapy and need for replacement, with continued cgm use advised. Investigation included review of device alarms, troubleshooting education on shutdown and replacement procedures, data sync guidance, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.